Manufacturer narrative:
Date of report : 21jun2019, date rec¿d by MFR : 27may2019. Unit was evaluated by manufacturer and a quote for repair was presented to customer. Customer did not accept quote for repair. Unit was returned to customer unrepaired due to customer not accepting quote for repair. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08march2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer contacted technical support (ts) stating that unit had faulty led indicator.the customer reported there was no patient involvement. Event date not specified; estimate used.